Event description:
Tyvek was not removed prior to placement and closing (complication of device insertion). Info received on 24-jul-2007 and 25-jul-2007 from a third party physician regarding another unidentified physician's female pt, age and initials unk. On an unspecified day the pt underwent a laparoscopic abdominal procedure. The physician placed an unspecified amount of seprafilm laparoscopically by rolling the seprafilm with the tyvek and inserting it in the laparoscope. The physician then inadvertently closed the pt without removing the tyvek. The physician realized the tyvek had been left in the pt within a few hours of the surgery and reoperated to remove it. The pt has recovered without sequelae. No other info was provided.